Manufacturer narrative:
Analysis found motor worn. Confirmed the reported fault "wobbly bur." On inspection handpiece found intermittently recognized by ipc. Connector sleeve found damaged. On further inspection bur found not sitting properly inside the handpiece and starts wobbling with varying rpm. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the tip of the bur was wobbling during use but no delay in procedure. There is no patient impact.